Manufacturer narrative:
The CT exprès injection system (B)(6) was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for use of the device. Based on the testing and evaluation of the CT exprès injection system, the event was unable to be duplicated as reported. The consumables used during the case were discarded by the user facility and the lot numbers are unknown. The information provided by the user facility will be reviewed by bracco's medical advisor and a clinical assessment will be provided in a follow-up report.

Event description:
During a coronary artery CT scan of an 85-year old male, with atypical chest pain, a micro bubble of air of ~a few mm3 in size was visible on the scanner image at the end of the procedure. The patient experienced hypotension. Patient's condition during and after the event was reported to be normal.

Manufacturer narrative:
The information provided by the user facility was reviewed by bracco's medical advisor and this clinical assessment is as follows: it has been well established that volumes of air injected intravenously greater than 25 cc have the potential for serious harm, permanent disability, or death whereas volumes less than 10 cc in adults are considered essentially safe. Based on the fact that the microbubble is less than 1 ml, this adverse event can be considered non-serious and expected. This report is closed.